Event description:
Pieces of foam dressing were left behind, in the pt, after the kci wound vac was used. Three dressing changes per week were performed during the period of 2007. Patient had continued signs and symptoms of infection. Surgery was performed, where the foam dressing was found still in pt. Foam dressing was removed with difficulty; additional bedside debridement required to remove additional piece of foam dressing not found in the first surgery; remains in the hosp to this date. Diagnosis or reason for use: control drainage, promote heal wound, granulation tissue. Event abated after use stopped or dose reduced: no.